Event description:
Report received indicated that during a percutaneous transluminal angioplsty of the common iliac artery there was a balloon rupture. There was heavy calcification and mild vessel tortuosity with 100% stenosis at the lesion site. At post dilatation the balloon was positioned distally to the implanted stent. Using an indeflator, the balloon was inflated at about 6 atmospheres when it ruputred. There was no separation of any balloon part. There was no dissection or deflation difficulty reported. There was no pt injury. Product was discarded by account.